Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's son reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2020. The cause of death was a stroke. The caller stated that they did not know if the customer had any other illnesses that may have led to the customer's passing. The customer¿s blood glucose was 470 mg/dl at the time of admission. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.